Manufacturer narrative:
(B)(4). Batch # m5441v. The analysis results found that the atw35 device was received with a tr35w cartridge loaded on the device unfired and in good visual conditions. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The cartridge was loaded and removed without any difficulties during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during a vats pneumonectomy, the cartridge came off when the device was inserted into the patient. Before the event, the loaded cartridge seemed not to fit the jaw properly. No pieces fell into the patient. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.